Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Can you please clarify what was meant by, ¿it caught on the stapling¿? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
After activation of the stapler in the lung parenchyma resection, it was not possible to unlock the stapler. It caught on the stapling, being necessary the use of a second echelon ecr45a. Procedure: lymphadenectomy.